Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). The investigation is complete. Review of the most recent repair record determined the motor functioned intermittently and had unstable speed and the cable had contact issues. The motor and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. The device was manufactured in january 2014 and has not been sent in for servicing and maintenance. The dermatome should be returned every 12 months for inspection and preventive maintenance.

Event description:
It was reported that there was a defect but after giving the device a push it works. The event did not occur during surgery. There was no patient harm or surgical delay reported. There is no additional information available. Upon completion of the investigation it was found that the motor of the device functioned intermittently and had unstable speed. No adverse events were reported as a result of this malfunction.